Event description:
Tpn administered using pump, set at 6 ml/hr pump shut off at ~2 hours, volume on pump showed 11.4 ml administered, however bag was empty. Bag of tpn was 150 ml. Elevated blood glucose.